Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a scheduled clinic appointment. It was noted that the patient's confirm device had protruded out at night and the patient had removed it. Patient had consulted with the healthcare provider and was stable. Further information was not available.